Manufacturer narrative:
(B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. This is report one of three for the same event. Reports two and three are reported on MFR #0001032347-2016-00582 and 0001032347-2016-00661.

Manufacturer narrative:
The returned parts show wear as expected from implantation. The bar is bent to the patient¿s anatomy. The stabilizers can be slid on the bar and retained during lateral force. There is no failure or issues found with the returned parts. The most likely cause of the complaint is the patients excessive coughing. The IFU (instructions for use) states migration of the implant as a possible adverse effect as well as lists patient warnings of physical activity. Date received by MFR, if follow-up, what type?, device evaluated by MFR?, and evaluation codes were updated based on the completion of the device evaluation. Supplemental report one of three for the same event, reference reports 0001032347-2016-00582-2 and 0001032347-2016-00661-1.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part number and lot number are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same patient, reference additional events reported in 0001032347-2016-00579, 0001032347-2016-00580, and 0001032347-2016-00582.

Event description:
It was reported a pectus bar was implanted in (B)(6) using wires for stabilization. The patient returned to the surgeons office within 48-72hrs indicating they smoked medicinal marijuana and began coughing profusely at which point the bar moved out of position. A reoperation was performed to reposition the bar. Within the next week the patient returned with the same complaint as a result of coughing and choking. The surgeon performed a second reoperation to secure the pectus bar with stabilizers instead of wires. The stabilizers sufficed until the patient returned for a follow up visit and admitted to the surgeon the continued use of the medicinal marijuana which induces coughing and choking fits. The surgeon identified the bar as being out of place and advised the patient a full revision of the pectus implant was necessary due to the patient refusing to follow the post op guidelines.